Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem was confirmed. Battery pack was received with 0 volt output and a defective u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.

Event description:
A female pt contacted lifecor customer support to report that one of her battery packs was not functioning correctly. She reported that when she placed the suspect battery pack into the system that morning, it was asking her to reinsert it, and when it started up it displayed a "?" In the battery charge display. She had also downloaded that day. A review of the downloaded data revealed a "battery pack fault" flag on the suspect battery. A replacement battery pack was provided to the pt.